Event description:
(B)(4). I was having severe abdominal and pelvic pains. I went to the e.r. To find I was pregnant and had these essure coils implanted. I also had to have hysterectomy after delivery of the child due to the coils migrating to and embedding into my uterine wall.